Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received critical pump error alarm and open book image on screen. Customer's blood glucose level was 28.6 mmol/l. Customer reported that the critical pump error alarm displayed before the open book image. Customer reported that the insulin pump not bumped or dropped. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.